Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had alleged over delivery as insulin pump delivered 13 units in one go. Customer was taken to hospital as emergency medical service was dispatched on (B)(6) 2020. Customer's blood glucose level was 27.0 mmol/l. Customer was assisted with troubleshooting. Customer was using insulin pump within 48 hours of high blood glucose level. Customer was treated with intravenous fluids and (B)(6) and food for low blood glucose level. Customer was insure whether the drive support cap was loose, flush or protruded. The insulin pump will not be returned for analysis.